Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. Logs showed that a motor stall occurred on (B)(6) 2018 at 05:25 with recovery on (B)(6) 2018 at 06:34. An MRI was not performed on (B)(6) 2018, and the cause of the motor stall on (B)(6)2018 was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in canada who received dilaudid (hydromorphone) 4.5 mg/ml at a dose of 1.5105 mg/day via an implantable pump. The patient also utilized a personal therapy manager (ptm) of 1.6434 mg/day of drug. The patient¿s medical history included hypothyroidism. The patient was also taking nexium, citalopram, baclofen 40 mgs/day, tylenol prn, synthroid. It was reported that during normal use on (B)(6) 2018 a motor stall occurred at 11:30. The patient presented at emergency at the 13th hour and was transferred at the ICU with oral medication to avoid withdrawal symptoms. The ¿drp¿ (estimated replacement indicator) was 18 months at the time of the motor stall. As reported there were no environmental, external, or patient factors that might have led to or contributed to the event. As a result, the pump was replaced on (B)(6) 2018. At the time of the report, the issue was reported as resolved and the patient¿s status was noted as alive-no injury. The implant date was reported as (B)(6) 2012 but this was before the manufactured date. Clarification was requested. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the implant date of the pump was (B)(6) 2012. As a result of the motor stall, the patient experienced increased pain and headache and received oral medication to compensate. The pump logs were expected to be returned but not provided at this time. The patient was better since the replacement. The patient was taking 6-8 boluses/day with the personal therapy manager (ptm) but was now taking only 3/day. The patient was anxious but was anxious before too and always on medication for her anxiety and would be followed in psychology too.